Manufacturer narrative:
Since the device was not returned, no evaluation could be performed and therefore, no root cause determined.

Event description:
The patient underwent knee revision surgery on (B)(6) 2015. Subsequent to this surgery, the tibial insert disengaged. On (B)(6) 2015, the surgeon explanted the 24mm ck tibial insert and replaced it with a 28mm ck tibial insert. The femoral and tibial components were left in place.